Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history record for lot 30088628 was reviewed and the product was produced according to product specifications. All information reasonably known as of 22 jan 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
It was reported that "the wire of the gastro pexie needle breaks after 2 days being in the patient. This problem is occuring very often." The date of event was not provided. Per additional information received 19 jan 2021, the facility reports that the gastropexy suture broke after two days placement. No further information provided.